Event description:
On (B)(4) 2012 product analysis was completed on the patient's explanted generator that had been explanted due to end of service. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. A battery life estimation resulted in 2.64 years remaining before the eri flag would be set. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The device performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The generator was received at settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet frequency=30hz/magnet pulse width=500usec which are indicative of a faulted system diagnostics test. The patient's programming history was reviewed and on the date of battery replacement surgery, (B)(6) 2012, the patient was interrogated and found at settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet frequency=30hz/magnet pulse width=500usec. No adverse events were reported to have occurred due to these settings.

Manufacturer narrative:
Analysis of programming history.